Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2012- final diagnosis ¿ -uterus supracervical hysterectomy ¿ left fallopian tube salpingectomy and right fallopian tube, salpingectomy (final combined diagnosis) benign uterine tissues with proliferative endometrium and focal -benign fallopian tubes with no specific pathologic abnormality. Clinical history of dysfunctional uterine bleeding and pelvic pain. Concurrent conditions included body mass index normal, dysfunctional uterine bleeding, endometriosis and adenomyosis. Concomitant products included alprazolam (xanax) and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), anxiety ("psych injury-mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy(full), bilateral salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the anxiety, vaginal haemorrhage and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2003 and(B)(6) 2009. She received treatment for pelvic/ abdominal, dysmennorhea (cramping),menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs+mr received- new events abnormal bleeding (vaginal), depression were added. Pt psychological trauma updated to anxiety. New reporters, medical history, concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2003 and (B)(6) 2009. She received treatment for pelvic/ abdominal, dysmennorhea (cramping),menorrhagia (heavy menstrual bleeding) and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication updated. Explant date added. Events- general abnormal bleeding, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding) and psych injury were added. Event outcome updated for: physical pain/pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.